Event description:
It was reported that the device had failed rate accuracy and calibration. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c1302 additional information: annex c: c07

Event description:
It was reported that the device had failed rate accuracy and calibration. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c1302 annex d: d02 investigation summary: field technician stated issue of failed rate accuracy & calibration was confirmed. On 18-sep-24, lvp was received unboxed and with paperwork. Unit failed to calibrate even when sensors were replaced. Bezel fails pressure calibration. Bezel out of tolerance and needs to be replaced. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed bezel assembly. Failure investigation report attached to qn in sap.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy and calibration. There was no patient involvement.